Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. At approximately 0400, nursing staff reported concern for blood-red urine output occurring one hour after placement of the cp device. They inquired whether a purge level adjustment was indicated. An immediate echocardiogram was requested, which revealed that the pigtail was lodged within a papillary muscle with the inlet positioned at the mitral valve level. An attempt was made to reposition the cp at that time, but the maneuver was unsuccessful. Plasma-free hemoglobin measured 85, and no further changes were made overnight. During 0900 morning rounds, laboratory data showed elevated ldh and continued hemolysis, urine appearance remained unchanged, and device flows were slightly below expected levels. Repeat echocardiography demonstrated unchanged malposition of the cp device. A second repositioning attempt was made. However, due to patient anatomy, pulling the cp back to free the pigtail placed the device dangerously close to the aortic valve/aorta. The cp was re-advanced, but remained unacceptably near the mitral valve and papillary muscle, raising continued concern for hemolysis and device interaction. Given the persistent malposition, ongoing hemolysis, the need for increased hemodynamic support, and the requirement for vt ablation, the patient was escalated to an impella 5.5 at the request of the managing physician. The 5.5 device was selected due to its suitability for longer-term support, reduced risk of hemolysis, and minimal catheter interference during ablation procedures.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "this was 4 months ago. I do not remember this case outside of what is listed in salesforce and I do not have anything to return."